Event description:
The facility reports the resident walked into the bathing room and sat down on the low-back chair, which was sitting on the saf-kary sub-chassis. The staff member was in the process of undressing the resident while seated on the chair. Somehow the resident and low back chair tipped sideways on the frame. The staff member prevented the resident from falling by grabbing the resident from behind. No injuries were reported.